Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient had a fall and the lead had migrated to the left. A lead-only revision occurred (B)(6) 2015. Following surgery, the patient was reprogrammed successfully, after the revision and had right side stimulation coverage.